Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had numerous non-treated events. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The events were non-sustained ventricular tachycardia episodes indicating that the device experienced electromagnetic interference (emi) and corrected itself. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.